Event description:
It was reported that during a procedure at the user facility the device would not turn off and was running on as well as spinning slowly while in safe mode. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported event was duplicated through functional evaluation, disassembly, and visual inspection. After disassembly, the service technician noted the motor was corroded.

Event description:
It was reported that during a procedure at the user facility the device would not turn off and was running on as well as spinning slowly while in safe mode. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.